Manufacturer narrative:
No listed in the instructions for use. Not listed in the instructions for use. Event is still under investigation.

Event description:
During placement of the cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter, the distal tip of the wire guide broke completely off in the pt. Open surgical removal was required to retrieve the distal portion of the wire guide.